Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital after receiving therapy. Noise was found and was reproducible with movement. X-ray found insulation defect. Lead was explanted and replaced.

Manufacturer narrative:
Analysis found fracture due to fatigue.